Manufacturer narrative:
(B)(4.

Event description:
The product was evaluated. The device was visually inspected and it failed due to a found damaged window. Receiver charge and booting test was performed and passed. The receiver log was downloaded and passed. The log was downloaded and reviewed finding no errors related to the complaint. Receiver functional test was performed and passed. The (B)(4) communication tool tone at medium test was performed and passed sound tests. Manual functional "try-it" tests were performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. Speaker audio wiggle tests were performed and passed. Speaker resistance was measured and speaker resistance was within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.